Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant alinity I prolactin results generated on the alinity I processing module for one patient. The following data was provided: (B)(6) 2022 alinity I prolactin 41.78 ng/ml (B)(6) 2022 alinity I prolactin 29.76 ng/ml (B)(6) 2023 alinity I prolactin 34.04 and 35.26 ng/ml other results provided: (B)(6) 2022 sid (B)(4). Hiv ag/ab 0.06 s/co anti tg 0.58 iu/ml anti hcv 0.06 s/co anti tpo 0.62 iu/ml (B)(6) 2022 sid (B)(4) free t3 2.43 pg/ml tsh 2.61 uiu/ml total t3 0.80 ng/ml free t4 0.93 ng/dl total t4 7.03 ug/dl cntl iodine calculation 4.88 cntl t-uptake 0.82 units itl calculated 8.57 cntl (B)(6) 2023 sid (B)(4) free t3 2.67 pg/ml tsh 3.52 uiu/ml total t3 0.80 ng/ml free t4 1.08 ng/dl total t4 7.54 ug/ dl cntl iodine calculated 5.24 cntl t-uptake 0.88 units itl calculated 8.58 cntl. No impact to patient management was reported.

Manufacturer narrative:
Service investigated the issue, no parts were identified, however the calibrations generated, and the quality controls were checked, and the means was adjusted according to the peer group for the test on the alinity I module. The service history of the (B)(6) verifies no subsequent issues have been reported related to discrepant prolactin results. Trending review did not identify any trends. A product labeling review found the alinity ci-series operations manual addresses operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations. Based on the investigation, no deficiency was identified.